Manufacturer narrative:
Device history record of the device was reviewed. The review report is attached. First incident report was received from hospital on (B)(6) 2014. Additional information was received on june 1, 2014. The device has undergone disinfection at the decontamination laboratory and is now enroute to the manufacturer for investigation.

Event description:
The first report was received from hospital on (B)(6) 2014: after pre-dilatation, the doctor went to place the nirxcell, the system got stuck before the lesion and the system had to be pulled back with a lot of force to release the system from the vessel, after extraction they saw the coil of the tip opened like what looked like an extended spring (pictures can be send). Additional information was received from hospital on june 1, 2014: "it was a case of a tortuous and calcified coronary lesion after pre-dilatation. The nirxcell could not advance the first bend, so we implanted another bare metal stent in the mid segment, then we tried again to advance the nirxcell stent, but it was not possible. The doctor felt resistance during the movement of advance and when he tried to remove the stent he felt a lot of resistance, after extraction they saw the coil of the tip opened like what looked like an extended spring (pictures can be send) and in the proximal segment appear a coronary dissection" patient condition after procedure: good.